Event description:
It was reported that a malfunction occurred with code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump and provided instructions for future occurrences. The customer was able to continue using the pump, and understood to contact support again if the malfunction code recurred.